Event description:
Bed alarm sent to bedcheck corp. For restrengthening unit. (Recommended by co rep). Unit was working well. Came back from co, unit would alarm but failed to turn call light system on as was supposed to. This was discovered through pt fall.